Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient is experiencing persistent pain at the implantable pulse generator (ipg) site. Patient has elected to have the ipg relocated from the left buttock to the abdomen. The procedure to relocate the device is slated to take place at a later date.

Event description:
Additional information received identified the patient underwent revision of implant site to move implantable pulse generator from the left buttock to the abdomen on (B)(6) 2020. Stimulation therapy has been reinstated and the patient was discharged from the hospital.